Event description:
It was reported that the patient underwent surgical intervention to replace the inflatable penile prosthesis (ipp) due to the pain the partner was having during intercourse, as well as the ipp not being hard or long enough. A new larger ipp was implanted that. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.